Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed. Reportedly, the customer fills the cartridge with cold insulin. Tandem technical support advised the contact against filling the cartridge with cold insulin. There was no reported adverse impact to the customer's blood glucose level.